Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with 500cc mentor memorygel breast implants and experienced bilateral rupture post-operational. As a result, the patient underwent bilateral device removal and replacement with 600cc mentor memorygel breast implants, catalog number 3506004bc, serial numbers (B)(4)on the left side and (B)(4) on the right side on (B)(6) 2019. This report is for the patient's left-sided device.

Manufacturer narrative:
Additional information: on 1/21/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).